Event description:
During hip surgery in (B)(6) on (B)(6) 2013, the staff opened a box labeled as trident x3 10 deg polyethylene insert cat 623-10-28f, lot 39222901. However, instead of the insert, there was a trident psl ha cluster acetabular shell 542-11-42b lot 38900101. At that point, the sales rep offered an alternate product and surgery proceeded without adverse consequences.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Manufacturer narrative:
An event regarding product mix involving trident 10° x3 insert 28mm ID packaging and a trident psl with purefix ha device was reported. The event was not confirmed. The reported device and packaging was received. The outer box listed a trident insert (part number: 623-10-28f, lot:39222901). The outer box contained unopened inner blister packs for a trident shell ( catalog: 542-11-42b, lot ID: 38900101). No shrink wrap was returned. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There has been one other event for the lot referenced. Pr 506272 reported a potential product mix, also from (B)(6). The investigation concluded that the parts under the scope of this pi were not involved in a manufacturing related product mix. It was determined that both parts were not in the same area of the plant at any time during production or sterilization, further to this the parts were packaged two weeks apart thus providing assurance that this is not a manufacturing related issue. No further investigation is required.

Event description:
During hip surgery (B)(6) 2013, the staff opened a box labeled as trident x3 10 deg polyethylene insert cat 623-10-28f lot 39222901. However, instead of the insert, there was a trident psl ha cluster acetabular shell 542-11-42b lot 38900101. At that point, the sales rep offered an alternate product and surgery proceeded without adverse consequences.